Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s sister in law reported via phone call that the customer was hospitalized on unknown date. Customer's sister stated that the customer was found unresponsive. Customer was hospitalized on unknown date, and with unknown blood glucose level. The insulin pump will be returned for analysis.